Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the ventricular-tachycardia mode of this cardiac resynchronization therapy defibrillator (crt-d) was set to value other than monitor plus therapy. The local area sales representative was contacted for additional information. At this time, no further information is available. No adverse patient effects were reported.